Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 days. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2016, during the patient's in-patient stay following pump implant, a low hematocrit level of 20% and dark stools were observed. A colonoscopy confirmed gastrointestinal bleeding and areas of concern were cauterized during the procedure. The patient received an unspecified amount of packed red blood cells. No further information was provided.